Event description:
At approx 3:00 pm on 3/17/2000, all bedside monitors in surgical intensive care unit lost waveforms for a 2-3 min time period. Cic monitor indicated "no com" from bedsides as well. After normal operation was obtained, all pts had to be 'readmitted' to the monitoring system.